Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had no power. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had no power. A field service engineer (fse) found that the main unit was not powered on. The cable and power outlet were checked, and the main power came on after disconnecting auxiliary devices and switching to a different outlet. The power cable was found to be damaged and was replaced. The engineering was contacted to repair the faulty outlet, and a separate ticket was opened for the auxiliary device. Power, network connection, and drawer functionality were all checked. The unit was also cleaned and inspected. The system functioned as intended after the field service engineer repaired the device.